Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with mentor memorygel, 325cc on the left side, and 350cc on the right side breast implant experienced left sided capsular contracture grade iii/IV, and right sided breast mass post procedure. The patient stated that she is experiencing pain and redness. The issue was diagnosed through physical examination. An mr guided biopsy of the retroareolar oval mass was performed and it showed fibroadenoma. As a result, the patient underwent removal on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast mass, surgical intervention. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 3, 2022 indicated that the patient underwent left-sided capsulotomy, capsulectomy and replacement with cat#3503251bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).